Event description:
It was reported that the device was detecting false asystole episodes. It was later reported that the artifact is suspected to be due to pocket healing and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.